Event description:
Patient reporting pump malfunction for sn (B)(4). Pump was alarming cartridge missing or overfilled during load process and while troubleshooting, patient spilled remodulin into the pump. Ater drying out the pump, the piston would not move. Transitioned patient to backup working pump and sending replacement pump. Dose or amt: remodulin 23mg/kg/min, frequency continuous, route sq. Dates of use: first ship 03/11/2016 to continuing.